Event description:
A falsely depressed troponin I result was obtained on a patient sample the result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. The patient was admitted to the hospital. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result, is user error, due to sample transposition. The instrument is performing within specifications. No further evaluation of the device is required.